Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on sep 10, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung infection. The patient did report receiving medical intervention and saw a physician and was prescribed antibiotics and nebulized aerosal treatments and inhalers. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation the manufacture observed ui (users interface) knob missing, sd card cover missing, two non-skid pads missing from bottom enclosure, the air outlet port had significant white dust-like contamination in it, air inlet had significant white dust-like contamination in it, pca (printed circuit assembly) had significant white dust-like contamination all over the top of it, significant white dust-like contamination on the top of the blower box lid and surrounding area, significant white dust-like contamination on the top of the blower motor and inside of the blower box, bottom enclosure had significant white dust-like contamination in it, air inlet seal had yellowed and had significant white dust-like contamination on it, black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure, manufacture was able to confirm the presence of degraded sound abatement foam in the device. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust like contamination and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused wheezing and a lung infection. The patient did report receiving medical intervention and saw a physician and was prescribed antibiotics and nebulized aerosol treatments and inhalers. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.